Event description:
Reporting status: serious injury. Reporting rationale: failure to advance/dislodged stent requiring medical intervention. Device issue: failure to advance/dislodged stent. It was reported that both graftmaster devices would not pass beyond the very proximal portion of the saphenous vein graft in the right coronary artery aortic anastomosis, with moderate stenosis. The guiding catheter was re-positioned and a stiffer guide wire was used, but the stent graft would not pass. When the 3.5 x 16 mm graftmaster was then selected, but with the same inability to pass. When the 3.5 x 26 mm stent graft was removed from the guiding catheter, the stent had dislodged from the balloon into the guiding catheter. When the 3.5 x 16 mm stent graft was withdrawn, a balloon was quickly inserted to tamp off the perforation. While the balloon on the 3.5 x 16 mm graftmaster was inflated, it was noted that the stent graft was "missing" and could not be seen under fluoro. After tamping off the perforation and being satisfied with the results, the balloon/wire and guide catheter were pulled out at the same time. The stent graft was found on the shaft on the balloon catheter and the guide wire about 1/2 way inside the guide catheter. No medical intervention was needed for the retrieval of either stent. No additional event or pt info is available.